Event description:
It was reported that the patient could not tolerate healing abutments. The abutments were causing ulcerations and lip swelling. The final restoration would have caused similar problems, therefore the implants were removed. Tooth sites: 22 and 27.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2022-00391. Zimmer biomet complaint number (B)(4). Concomitant medical products: bopt4311, 3i t3â® tapered implant 4/3 x 11.5mm, lot# 2021050227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2022-00391-1. This report is being submitted to relay additional information and device evaluation. Two (2) 3i t3â® tapered implant 4/3 x 11.5mm (bopt4311) were returned for investigation. The unknown healing abutments were not returned. Visual evaluation of the as returned product identified signs of use, but no apparent malfunction. Based on the evaluation, implant malfunction has not occurred, and abutments malfunction could not be verified. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported product (unknown healing abutment) are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Therefore, the reported event couldn't be recreated. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely causes determined from the investigation are implant not placed properly; clinician error, and missing or confusing instructions for use. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. H3 other text : device requested but not returned.